Event description:
It was reported that a venotomy closure of the mildly calcified right common femoral vein (rcfv) was attempted with a prostyle device after a percutaneous coronary intervention procedure using an 8f sheath. Reportedly, a suture break occurred when the knot was being advanced. An additional prostyle device was used to achieve hemostasis. Additionally, a second access site was used in the rcfv using a 7f sheath. There was no issue closing the 7f puncture site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.